Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and the issue relating to damaged plunger was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode damaged plunger, bd has initiated further root cause investigation relating to the issue of damaged plunger through corrective and preventive actions.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "the plunger was deformed."